Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause of the scope communication error was due to data error of the scope identification, component failure due to stress of repeated use, external factors, or handling. In addition, the likely cause of the foreign material is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope had a scope communication error b30 and foreign objects inside of the light guide lens. There was no patient involvement.